Event description:
Possible overdelivery reported. A physician reported that "the pump gave double the amount of morphine." The pump was initially set to infuse morphine in a 1 mg/ml concentration, continuous infusion rate of 0.5 mg/h, pca dose of 1.0 mg with an 8 min pt lockout and a 15 mg 4 hr limit. Later in the day, the following program changes were made: the hourly rate was increased to 1 mg/h and the pt lockout interval was changed to 8 mins. Customer reports that at 7 pm, the pump alarmed for empty syringe. Info regarding the number of pt selected doses was not available. With the reported parameters, the vial could have emptied correctly within 8 hrs depending upon the number of pt requested doses. It was unspecified what the expected delivery was to be and it is not known why the physician thought an overdelivery had occurred. The pt reportedly was fine with no signs or symptoms of oversedation. No add'l info was available.